Manufacturer narrative:
Updated d9 and g3. Updated h6: updated health effect - impact code to f1908. Code f26 was inadvertently entered. Added type of investigation code b01. Updated investigation findings code to c070601, code c21 is no longer applicable. Updated investigation conclusions code to d15 and d1102, code d16 is no longer applicable. The primary reported device failure mode, the inability to insert the device through the sheath, could not be independently confirmed through evaluation of the returned device. The condition of the device as returned is not representative of its initial condition during the procedure, and the cause for the reported inability to insert the device through the sheath could not be established with the available information. The subsequently reported leading olive separation was not specifically confirmed, but separation of the leading end assembly of the device, which includes the olive, was confirmed during evaluation of the returned device. The leading end was not returned, but, using the remaining section of the delivery system, engineering observed evidence of tensile failure at the location where the leading end separated from the delivery system. The torque bump transition material was flared and stretched, and the inner member material was also stretched. Excessive force during withdrawal was not directly reported; however, the material observations from the returned device indicate tensile force carried by the device sufficient to cause permanent material deformation. The device instructions for use warn against withdrawing the delivery catheter when resistance is encountered to prevent catheter separation. The cause for the confirmed separation of the leading end of the device may be attributed to unintended use error in continuing to withdraw the device through the sheath despite resistance sufficient to damage the device materials. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. The conformable excluder device IFU were reviewed with respect to the complaint detail for the applicable region and time period. The below statements were identified as having a relation to the complaint. Warnings and precautions: do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events, including catheter breakage or separation resulting in potential patient harm.

Manufacturer narrative:
As part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. H3: the device remains implanted. The following investigation is planned: engineering evaluation of the delivery system (currently in transit). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that a gore® excluder® conformable aaa endoprosthesis (cxt321414e) was used for an endovascular aneurysm repair (evar) together with a 18 fr gore® dryseal flex introducer sheath. The device could not be advanced pass the sheath valve. A 20f sheath from cook medical was used instead. After deployment of the cxt321414e, the physician retracted the delivery system. Once arriving at the tip of the sheath, there was some resistance but not significant so the physician pulled back the delivery system. At that moment the leading olive broke from the delivery catheter and remained in the patient. The physician was able to snare the olive and pulled it back via the sheath. No significant patient impact was reported.